Manufacturer narrative:
Date of event: (B)(6) 2017. Date of report: 23jul2019. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23jul2019. The product support engineer (pse) performed troubleshooting with the customer over the phone and found that the power supply output is zero volts. The pse recommended that the power supply be replaced. The part number and cost was provided to the customer. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit does not run on alternating current (ac) operation. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.